Manufacturer narrative:
Continuation of d10: product ID a71400 lot# serial# unknown implanted: explanted: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a71400, serial/lot #: unknown, ubd: , UDI#: please note, correction # z-1543-2025 was a notification only. Recall was only checked because our complaint system currently prevents populating h9 without also checking h7 recall. There was not a recall associated with correction # z-1543-2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that implantable neurostimulator (ins) and wireless external neurostimulator (wens) interrogations with the tablet that the application often closed suddenly and an error message appeared. The reporting manufacturer representative noted that normally the device was interrogated again and it worked; however, when the issue occurred at the time of report, it took a long time to reconnect because the generator was not found. No further event information was reported. No complications were reported or anticipated. Additional information received from the manufacturer representative (rep) reported that it does not always happen on the same tablet; it has happened to several colleagues. All the apps are up to date. The rep does not have a photo of the error. It appears randomly. The error appears in the middle of a session with the patient, after reading the generator and while navigating between screens. Sometimes it happens after reading the impedances and other times it just happens suddenly. These are devices that are usually already implanted in the patients, but sometimes it also happens in the trial app during a follow-up visit in the test phase. It was reported that the error codes observed were 0x508cea75/ 0xd7710d/ 0x5d4bae06. Logs were not available. The actions taken to resolve were a reconnect. No cause was found. The issue had not been resolved. Additional information was received from the rep reporting that the latest software version was 1.0.2969, but they don't recall the last time they updated it.